Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue, fluid leak and puncture hole cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a labeling review was performed and according to the aus instruction for use document, "recurrent incontinence" is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus) device. The patient underwent surgical procedure in which all components were explanted and replaced. Upon explant, it was noted that the device had fluid loss due to a hole in the balloon.